Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h5)

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 ( type of investigation, investigation findings, component codes, investigation conclusion), h10. Additional information conatct information: (B)(6). A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue, the fse replaced coiled cable. Unit passed all functional and safety test per factory specifications. The iabp was then released and cleared for clinical service.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) displayed "internal communication error" when it was placed in rescue mode. It would then power down. It would be placed back into hybrid mode where it would work again. The customer attempted multiple times to go to rescue, only to see the message again and the pump shut off. The patient was switched successfully for another pump. They have reported the pump to their biomed department. The biomed dept. Called in for troubleshooting the alarm. It was advised to contact the clinical engineering emergency line for assistance. There was no harm reported.